Manufacturer narrative:
Correction: d. The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A review of the device labelling has been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was in their hand that had a deflated balloon and pulled out by patient without effort or pain. Upon inspection the foley catheter 18f regular tip was intact, but the balloon had ripped, and a defined silicone line indicated that the balloon ripped and deflated inside the patient. There was a need to check the supplied catheters in order not to had same incidents. The patient was bed fast and had not been noticed to be pulling the catheter intentionally.

Event description:
It was reported that the foley catheter was in their hand that had a deflated balloon and pulled out by patient without effort or pain. Upon inspection the foley catheter 18f regular tip was intact, but the balloon had ripped, and a defined silicone line indicated that the balloon ripped and deflated inside the patient. There was a need to check the supplied catheters in order not to had same incidents. The patient was bed fast and had not been noticed to be pulling the catheter intentionally. (Lot# myjp4544) & (lot# mygr5359).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the allegation was against unknown lot. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was in their hand that had a deflated balloon and pulled out by patient without effort or pain. Upon inspection the foley catheter 18f regular tip was intact, but the balloon had ripped, and a defined silicone line indicated that the balloon ripped and deflated inside the patient. There was a need to check the supplied catheters in order not to had same incidents. The patient was bed fast and had not been noticed to be pulling the catheter intentionally.